Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's tube extension was broken and missing a .224 x .272 piece at the proximal clevis interface. The broken piece was not returned. The clevis was dislodged from tube extension. Evidence not conclusive, but tube extension likely broke due to excessive side loading or other mishandling/misuse. The instrument passed electrical continuity testing. An additional observation was that the instrument's tube extension pad printing was removed. Evidence not conclusive, but pad printing removed damage may be due to likely mishandling/misuse.

Event description:
It was reported that prior to starting a davinci right colon resection procedure, the customer noted that the monopolar curved scissors instrument sheath at the distal tip was broken. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.